Manufacturer narrative:
The device is not available for investigation. Without the returned device a probable cause is unable to be determined.

Event description:
The event involved a plum administration set that the customer reported the administration port ruptured, causing chemotherapy drugs to spill. No other information was provided.